Manufacturer narrative:
A filter test was performed and the handpiece passed. The customer complaint could not be duplicated.

Event description:
This handpiece would not be calibrated during a cataract extraction procedure. Another handpiece was used to successfully complete the proceudre which was delayed approx 30 minutes.